Manufacturer narrative:
Concomitant medical products: sedr01ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with sepsis. Cultures were taken and antibiotic treatment was necessary. Device infection was suspected. The implantable pulse generator (ipg) system was explanted and replaced with a leadless device. No further patient complications have been reported as a result of this event.